Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was sent to emergency room due to extreme pain caused by the device. It was also noted that the patient experienced itchiness and burning sensation at the pocket site with stimulation on and off. The patient underwent a revision procedure, wherein the ipg was replaced, and pocket was moved to the opposite side. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn (B)(6))the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was sent to emergency room due to extreme pain caused by the device. It was also noted that the patient experienced itchiness and burning sensation at the pocket site with stimulation on and off. The patient underwent a revision procedure, wherein the ipg was replaced, and pocket was moved to the opposite side. The patient was doing well postoperatively.